Event description:
On (B)(4) 2010, during a follow up call to the home patient's nurse regarding an unassociated report, the nurse stated the patient developed peritonitis on (B)(6) 2010 and that (B)(6) was identified. The nurse was not able to provide additional information regarding the peritonitis.

Manufacturer narrative:
(B)(4). Device not returned - no evaluation will be performed.